Event description:
--

Manufacturer narrative:
(B)(4) both the ICD that was attempted and the rv lead that was explanted are expected to be returned. When additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, only the proximal segment of the lead was returned. The lead was severed at approximately 12.5 cm from the terminal pin. The distal high voltage conductor was disconnected from the connector block at the yoke molding. Resistance testing was then completed to assess terminal segment of the lead's electrical performance. Measurements were out of specification with the high voltage conductor. The lead passed the insertion test into the is-1 header without any difficulty. There was no signs of wear or fatigue stress noted in the yoke molding insulation above the damaged site or at the disconnection site. This suggests the damage most likely occurred during the removal of the lead from the header during the pulse generator replacement procedure.

Event description:
Boston scientific received information that during a normal implantable cardioverter defibrillator (ICD) replacement procedure, when the physician connected the new device, shock impedances were measuring greater than 200 ohms. The physician checked connections and a loose connection was identified. The physician reconnected the right ventricular (rv) lead to the device header and impedances measured 62 ohms with normal threshold measurements. Then during induction testing, the device did not deliver a shock and a warning appeared on the programmer with a code 1005 appeared, indicative of an open condition. The physician made the decision to replace the device. When the new device was implanted, shock impedances measured greater than 200 ohms. The physician then decided to replace the rv lead. After the new ICD lead was implanted, all measurements were normal. No adverse patient effects were reported.